Event description:
It was reported that the patient had a pacemaker replaced on (B)(6) 2014 and her spinal cord stimulation (scs) system was not turned off before the surgery . The implantable pulse generator (ipg) was read after the surgery and all impedances were over a 10000 ohms on all electrodes. The patient did not feel any stimulation and it could not be adjusted. The patient had a loss of stimulation/therapeutic effect. Patient symptoms were less than 50% therapy relief at an unknown location. The implant was "off label occipital leads." The reporter was unable to do any reprogramming as she had a pacemaker and no managing physician. It was later reported that the high impedances did not resolve. No other diagnostics was performed. The cause of issue was unknown. No interventions were taken or planned, the patient was in hospital post pacemaker implant. She had no managing physician at the time of the report and was highly sedated from the surgery. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v650832, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# v650832, implanted: (B)(6) 2011, product type: lead. (B)(4).